Event description:
It was reported that there was a peri-device leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was canted in an extremely superior/anterior appendage leaving a 5.6mm leak. The physician placed non-boston scientific coils within the leak to seal the laa of the patient. There were no complications that were reported to have occurred as a result of this event. The patient was discharged from the hospital the same day of the treatment procedure.